Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: out of the box a new crossfire 2 (B)(6) sparked when plugged in the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.